Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. During preparation it was noted that the sheath was leaky and could not be purged of air. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned per the facility.